Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that patient has not used their device in a while. Caller stated that patient needs an MRI of their neck. Agent reviewed information about possible overdischarge. Caller also reported that pt's ins has been overdischarged and restarted in the past, possibly 1-2 years ago. Caller mentioned that pt stopped using their ins because they were hospitalized twice. The patient was redirected to their healthcare provider to further address the issue. The caller also requested to connect with a rep. Technical services (tss) emailed the field for visibility. On 2025-feb-13 the rep reported the patient's husband called the rep and told them they do not need to meet any longer as the patient had decided to have the device explanted. Patient is scheduling an appointment to have the device removed. The rep does not have any additional information at this time.